Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer changed the cartridge to resolve the issue and declined further troubleshooting with tandem technical support. There was no reported adverse impact to the customer's blood glucose level.